Event description:
It was reported that a percutaneous insertion handle broke off during a femur intramedullary nailing procedure. The screws would not line up with the nail. The tab broke off the handle and thus the handle remained connected to the nail but the nail would then not remain lined up when the aiming arm was attached. The surgeon put 6.5mm recon screws into the neck and femoral head. This did delay the case as the surgeon only used the aiming arm as a guide for the angle of the screw. Confirmed by x-ray that the screws were correctly positioned in the neck and head of the femur. The procedure was successfully completed. The surgical delay was approximately thirty minutes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The report indicates that: the percutaneous insertion handle is found in the titanium cannulated tibial nail systems, and is used for nail insertion. The technique guides were reviewed for these systems for the proper use and application of this device ((B)(4)). One percutaneous insertion handle (part# 03.010.046, lot# 3024239, mfg dec2008) was returned with the complaint that ¿a percutaneous insertion handle broke off during a femur intramedullary nailing procedure. The screws would not line up with the nail. The tab broke off the handle and thus the handle remained connected to the nail but the nail would then not remain lined up when the aiming arm was attached.¿ upon receipt of the device it was seen that the tang of the handle is no longer attached to the device, the remainder of the insertion handle is in good condition, this complaint is confirmed. This complaint is confirmed, with the likely root cause being that the handle was turned or twisted with excessive force while the tang was matched to the notch in the nail. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.